Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue with the device's blower was observed. The ventilator's blower motor was replaced to address the issue. A "service required" alarm condition was found in the device's downloaded error log. The device's sensor board was replaced to address the issue.